Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the last of the 6 infusion sets were not working. Customer was advised to reach out to her health care professional for her back-up plan. Customer stated that she kept getting no delivery alarms and was forced to change infusion sets. Customer's blood glucose was 295 mg/dl. Customer has not treated and stated that the alarm was resolved by a complete set change. Customer stated that this incident was a while ago and she never called.